Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA, alleging a product usability issue with her onetouch ultra2 meter; the patient claimed she was trying to connect the subject meter to her pump. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged issue began about 2 weeks prior to contacting lfs. The patient informed the csr that she is on insulin pump therapy and claimed she continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that two and a half to three hours after the alleged issue began she developed symptoms of feeling "dizzy, thirsty and had frequent urination"; symptoms she associated with high blood glucose. In response to the symptoms, the patient claimed she took an additional 8 units of humalog insulin. During the follow-up call, the patient claimed she attributed the onset of the symptoms to being unable to connect the subject meter with the pump; when testing with the subject meter, the pump would not alert her of the need to address the glucose reading. Troubleshooting was not possible. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the reported issue began.